Event description:
Reusable allergen natrelle tissue expanders are intended to be sterilized at 270 degrees fahrenheit, 18 minutes exposure in dynamic air removal or at 250 degrees fahrenheit, 50 minutes exposure in gravity. The problem is that they validated their device in these two cycles which fall outside of the standard cycles thus making them extended cycles which none of the sterilization wraps are validated for. I contacted the medical device company for guidance and they said that it is ok to use any csr wrapping and that the instructions for use that come with it are meant as a guide and that the facility chooses what to use. As a facility we can only test what the original manufacturer validated and we are not allowed to go out of those boundaries. I have looked for several solutions without success and I wanted to report this because if we are not able to replicate the validation process that the medical device manufacturer followed we cannot guarantee that the product is sterile and safe to use. Please instruct on what we should do to resolve this issue. Thank you.